Event description:
Health professional reported the explant of a lap-band system. The patient "presents with apparent erosion of the lap-band on CT [computed tomography] scan." During explant surgery a "intraoperative egd [esophagogastroduodenoscopy]" was conducted. A "closure of suspected fistula tract in mesocolon and on lesser curve of the stomach, and abdominal abscess cultures x2. The pre-op [operative] diagnosis was possible erosion of the lap-band, abdominal abscess. The post op [operative] diagnosis was infected lap-band with suspected fistula. Admitting diagnosis to hospital was abdominal abscess, infected lap-band."

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. The device will not be returned per hospital policy. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion, fistula, infection and abscess are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of infection and abscess as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-placement, port site pain, spleen injury, and wound infection."